Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic organ prolapse on approximately (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh revision on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that client underwent a gynecological procedure and mesh was implanted due to pop. It was also reported that the patient underwent a mesh revision on (B)(6) 2009.